Manufacturer narrative:
H4: device manufactured on april 02, 2022 - april 03, 2022. H10: photographs and one actual sample, partially filled with liquid solution, was received for evaluation. A visual inspection along with magnification was performed on the actual sample and no particulate matter was observed in the fluid pathway. The fill port cap was removed from the actual sample with no issues noted in the connector or cap area. A visual inspection of a provided photograph revealed a white elongated polymeric appearing particle possibly of acrylonitrile butadiene styrene consistent with fill port material was evident in fluid path based on the first photo only. By the nature of the sample, no additional tests were performed. The reported condition was verified on the photograph sample, however, not verified on the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small white thread-like particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during the visual inspection process. There was no patient involvement. No additional information is available.